Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported they noticed a hole in the tubing below the drip chamber while insulin was infusing. No patient harm was reported.